Event description:
It was reported that this patient's communicator exhibited a red call doctor icon indicating a potential issue with the patient's cardiac resynchronization therapy defibrillator (crt-d). After a successful interrogation was able to be completed, a review of the data showed that there was out-of-range pacing impedance on the right ventricular (rv) lead of this crt-d system along with low amplitude. The patient stated that they had already followed up with their following physician regarding the issue. This product remains in service. No adverse patient effects were reported.